Event description:
Staff (scrub nurse) hooked up the device and the generator would not work ("replace instrument"). The physician and the staff both tried. The staff obtained a new one and it worked fine.